Event description:
It was called in to technical services on (B)(6) 2011 that a lead was fractured. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).